Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2015 with the following findings: a review of black box revealed an error, alarm, warning (eaw) , ¿162 loss of prime warning¿ code with low non-zero force. The battery cap was not returned with pump; therefore, a test battery cap was used during investigation. During evaluation, a 24 hour duration test was successfully completed and performed on the pump with no loss of prime warnings duplicated. The force sensor was found to be within calibration. The pump case was removed; the force sensor pins were seated and solder connections were intact. There was no evidence of cracked force sensor traces.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (unable to prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).